Event description:
Info received indicates the head of bed would only rise an inch when the button was pushed, but then it would lower on its own after releasing button.

Manufacturer narrative:
The tech isolated the issue to the CPR/drive reengage switch which was sticking. He cleaned and lubricated the switch to repair the bed.